Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the two (2) returned products said to be involved could not confirm the report as it was described. The handle of the devices were manipulated and the snare heads would open and close with no resistance felt. During a visual inspection of the devices, there was no damage noted on the devices. The continuity from the electrical pins to the snare heads was tested with an ohm meter and passed. An additional functional test with both devices was performed by attaching the active cord to the electrical pin. The active cord connected to both devices easily and remained securely connected. The devices were connected to a valley lab generator and power was applied. The snares cut simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contain the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple colonoscopies, the physician used at least two (2) acusnare polypectomy snare softs. This was multiple events, at least one of them possibly occurred on (B)(6) 2020. During these events, the cautery was not working properly as it was not creating heat or current. The devices still cut through without heat, but there was more bleeding and more clips were required [subject of report]. A section of the device did not remain inside the patient¿s body. The patient required hemoclips due to this occurrence. According to the initial reporter, the patient experienced more bleeding which was managed with hemoclips, but did not experience any other adverse effects.